Manufacturer narrative:
Concomitant medical products: product ID 3387-28, lot# b0968468k, implanted: (B)(6) 2010, product type: lead; product ID 3387-28, lot# b0968467k, implanted: (B)(6) 2010, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
Additional information reported no problems were found with programming or impedance.

Event description:
It was reported the patient had tingling sensations in the subclavian area above the battery. The patient was admitted to the hospital for reprogramming and impedance check. The event was considered unknown if it was related to the stimulator, lead, and extensions. At the time of report no device diagnosis was reported. The event was considered unresolved with no further action planned. (B)(6) 2014 mpxr update (rep): no new information, patient number was updated.

Event description:
Additional information received reported etiology was programming/stimulation, surgery/anesthesia.